Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the respiratory department is having complaints that the face cushion goes flat and they can not use them". Unknown if the device was in use on a patient at the time of the event.

Manufacturer narrative:
(B)(4). Additional information received indicates the issue was detected prior to use on the patient. The sample was returned and sent to the manufacturer (galemed) for investigation. Galemed reports: "a little air was left in the air cushion, when immerging the mask into the water, we could not see any bubbles leaked from the mask. After long time storage, the air in the cushion will leak naturally. Basing on the limited information (no lot no.) We got at present, we considered that it was a single case."

Event description:
It was reported "the respiratory department is having complaints that the face cushion goes flat and they can not use them". Unknown if the device was in use on a patient at the time of the event.